Manufacturer narrative:
The device was returned to the (B)(4) for evaluation. Root cause is unable to be determined.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020. As per the reporter the rod was not lengthening. During a review of investigation findings from lirc it was identified that there was no device problem.